Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was turned off and will not be explanted. The patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a minimal reservoir volume higher than expected in the pump was observed. On (B)(6) 2015, another minimal reservoir volume issue was observed. There were no reported patient effects and the pump remains implanted in the patient.